Manufacturer narrative:
(B)(4). Concomitant medical products: left press-fit size 67.5 posterior stabilized femoral component. Left size 71 tibial component with a 20mm posterior stabilized ++ poly. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient underwent revision surgery 5 years after initial implantation due to fractured patella. Patient was experiencing pain, swelling and tenderness around the patella.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Primary operative notes does not suggest any intra operative complications. Revision operative notes states that pegs of the patella were fractured. Office notes provided state that physical examination of left knee is swollen and very tender around patella and imaging of the knee confirmed that the patella pegs have broken. Patient also had pain with passive rom, crepitus and joint effusion/swelling. It was also reported that the patient fell and landed directly on her knee which could have also contributed to the implant fracturing. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.